Event description:
This is filed to report a clip that damaged another clip. It was reported that on (B)(6) 2023, a patient presented with degenerative mitral regurgitation (mr) and leaflet flail. Two mitraclips were implanted on a2p2 to reduce the mr to grade 1-2. The device functioned as intended, but it was noted that visualization was difficult due to poor imaging. On (B)(6) 2023, the patient was not feeling well. On (B)(6) 2023, the patient was feeling unwell and was admitted to the hospital for shortness of breath. A transesophageal echocardiogram (tee) displayed a single leaflet device attachment (slda) of the lateral clip on a2p2. The mr was recurrent and severe, grade 4. Diuretics were administered and the patient was responding well. An additional mitraclip was discussed. No additional information was provided. On (B)(6) 2023, a second clip intervention was performed to reduce the mr and secure the lateral implant on a2p2. After further analysis of the tee images, there was not an slda, as the clip was attached to the anterior and posterior leaflets. Per the physician, there was a chordal rupture, that had caused the clip to have abnormal movement with a recurrence of mr. With each heartbeat, the clip was rocking medially and the mr was shooting in that direction. The mr was eccentric and severe. A new xtw was attempted to be placed lateral to the mobile implant. During positioning of the new xtw, the mobile clip interacted with the new device. This caused the implanted clip to become entangled with the new delivery catheter (dc), and the implanted clip became dislodged from both leaflets. The implanted clip was attached to the new cds, which was accidentally pulled into the atrium. Venous access was achieved on the left femoral side, with a catheter and a snare, to remove the previously implanted clip from the additional clip. The clip was then moved across the septum into the right side, was prevented from embolizing, and withdrawn with no visible damage to the device. The mitral valve anatomy was examined and the leaflets appeared to have some damage from the previously implanted clip, but both anterior and posterior leaflets appeared viable for a mitraclip implant to decrease the mr. A replacement xtw was implanted lateral to the remaining implanted clip, and an xt lateral to both clips. The mr was reduced to grade 2. Post-procedure, the patient reported to feel better and lab tests show an improvement in comparison to the first clip intervention. There was a delay, but the effect on the patient was minimal. There was no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot based on the available information and without the device to analyze, the cause of the reported device damaged by another device (caused damage) appears to be due to procedural conditions. The reported medical interventions & delay in the procedure were the result of case-specific circumstance. There is no indication of a product quality issue with respect to manufacture, design or labeling.